Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 proposed component code: mechanical (g04)- stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#: 650-1064, lot#: 3136948 cer option type 1 tpr sleve -6 cat#: 010000667, lot#: 7274664 g7 pps ltd acet shell 60g, cat#: 30104007, lot#: 65574792 g7 vit e neutral lnr 40mm g, cat#: 00-6250-065-25, lot#: 65566408 bone screw 6.5x25 selftap, cat#: 650-1058, lot#: 3105786 cer bioloxd option hd 40mm, cat#: 98-b001-009-41, lot#: unk pr prm st/g7 cp/ve ln/cer. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after broaching for the 18 micro taperloc stem, the real implant sat about a centimeter too high. The trial broach sat line to line on the calcar. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.